Event description:
The customer reported a blank display that was not resolved by troubleshooting. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint on the interface board. Corroded motor home switch and cracked reservoir tube noted during visual inspection.